Event description:
Caller reported experiencing a cartridge alarm and confirmed the issue did not adversely impact their blood glucose level. The caller did not experience the problem during the loading process and had not previously reported the same alarms with this pump. Technical support identified the need to replace the current pump and advised the caller on the procedures for returning the defective unit. They provided instructions for using storage mode and arranged to send a replacement pump with updated software. The caller understood and acknowledged the instructions, including not requiring a delivery signature and returning the pump within 10 days.